Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited unacceptable thresholds. The patient experienced phrenic nerve stimulation. The lead was explanted and replaced.